Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was back flushed and taken in the microcatheter to the aneurysm. As the coil was placed and attempted to be repositioned, the coil was herniating in the patient artery and they found the coil to be stiff and there was friction. The coil was attempted to be pulled back, however, it was stuck and the coil got stretched and detached. The coil was removed using a snare. A continuous flush was used during the procedure. The physician repositioned the coil 2-3 times. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The device and accessory devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the daca with a max diameter of 4.2mm and a 1.7mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. Ancillary devices include a cook shuttle guide catheter, a neuron microcatheter, a headway guidewire, and a traxcess.